Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator¿s screen was very dark. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
The remote service engineer reviewed the ventilator logs and found no issue with the unit. The customer reported that the backlight would be adjusted to address the dark screen. No parts were replaced.

Manufacturer narrative:
The customer reported that adjusting the backlight resolved the dark screen issue. No parts were replaced.